Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was issues during surgery. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, due to the surgery. The customer was not using sensors. On (B)(6) 2017, the customer was in a rehab facility and was found on the floor with a blood glucose reading of 7 mg/dl. The customer was in a coma for a few days. The caller declined to return the insulin pump for analysis.